Event description:
It was reported that the patient presented to the hospital with bradycardia. It was also reported that the right ventricular (rv) lead was not capturing, there was a sensing "malfunction" and a lead fracture was suspected. The pace/sense portion of the rv lead was replaced; the high voltage portion remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).